Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained about the patient. Refer to field a2.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm monopolar curved scissors was analyzed and reported failure was not confirmed. The visual inspection found excessive bio debris on the scissor tips which prevented the tips from opening. The bio debris was removed from the tip of the scissors and the instrument tips were able to be manually opened. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly and passed the cut test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument became charred and would not open. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/or if additional information is received.